Manufacturer narrative:
The returned device was evaluated to dimensional conformance and was found to meet all design requirements. The device was evaluated, visually, and it was observed that there were areas of material debridement at the edgeform of the inner blade as well as .5" from the sluff chamber and midway up the inner blade. Run-out was performed on the inner blade and it was observed that the blade was bent .0175" indicating that the inner blade was bent. This bending during operation of the device caused the material to shed and gall the inner tip with the outer tip. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
During a knee arthroscopy utilizing the full radius blade, it was reported that the blade started shedding inside the joint. The joint was irrigated, the surgeon is not certain that all the particulate was removed. Back-up devices were on hand to complete repair. The event occurred 46 minutes into the case during the acl stump resection. It was reported that there was no apparent patient injury.